Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the following: the paint on the suction cylinder was peeled, switch 4 had wear, the control unit had discoloration, the adhesive on the bending section cover had a chip, the connecting tube and universal cord had a dent, the bending angle in the up direction and the play of the up/down knob were out of standard value due to wear of the angle wire, and the connecting tube and universal cord had a wrinkle. Additionally, the following had scratches: the plastic distal end cover, connecting tube, forceps elevator, scope connector cover unit, protector of universal cord on the control section side, protector of universal cord on the suction connector side, image guide protector, right/left knob, up/down knob, forceps elevator knob, switch box, scope cover, suction connector, universal cord, grip, and control unit. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that the gastrointestinal videoscope had a crushed tip. The device was returned for evaluation. During the device evaluation, the following was found: the nozzle had foreign objects. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.